Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31347972l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac perforation that required surgical intervention and prolonged hospitalization. A pericardial effusion was noticed during the case. During the procedure, the physician noticed a drop in blood pressure in the patient. Surface echocardiogram was then brought in and a pericardial effusion was confirmed. No medical intervention was provided at the time. The patient was admitted to the intensive care unit (ICU). Next day patient was doing okay; patient improved. It was reported that patient required cardiac surgery (specifics unknown) and that there was a perforation in the right ventricle. The physician's opinion on the cause of this adverse event is that it was procedure related. The procedural activated clotting time (act) was "350 +". No transseptal punctures were performed. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.